Event description:
No details of event. Surgeon is confident that the pt's death had nothing to do with the port itself but rather a case of very sick pt whose underlying medical conditions were to blame.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the pt is deceased and the port is no longer available. A lot history review (lhr) of revd1018 showed no other similar product complaint(s) from this lot number.